Event description:
Caller reported the side buttons of the pump are damaged. Caller stated he cannot set his insulin dose. Caller reported the upper side button is completely damaged. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).